Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2024; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 06-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a return of pain. They took out a lead with impedances that were showing no connectivity on electrodes 2-7. The patient had a fall and hadn¿t been the same since. She attributes the fall to the loss of coverage. The l ead was replaced and now the patient has a new one, impedances are perfect are all within normal range and in recovery she said it felt great like it used to pre-fall. This case was scheduled and rep had no idea why. Former employee put this case on the schedule in early march with no detail given as to why the lead was being removed. The issue is resolved, the patient is fine, the doctor said that he knows why impedances changed and therefore he declined to send it back. Rep said they replaced one lead with impedance issues in the 0-7 slot with a new one and the issue was resolved today. The physician requested not to be contacted about it. The impedance were over 40,000. The connectivity¿s test showed contacts 2-7 were all red in pre op. She said after the case everything felt like it used to when she was working. Symptoms that triggered her. She stopped feeling the stimulation and pain in her back returned. The lead that was replaced was placed with the tip at the middle of t7. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.